Event description:
On (B)(6) 2012, it was reported that the buttons on the patient's infusion device are worn down. The patient stated that the device does not provide a warning before the battery is empty. He stated that on two occasions, the device turned off while he was sleeping with just one beep before it was off. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.